Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead implanted with a competitor's device, exhibited high out of range shock impedance measurements. There have been no other issues and no adverse patient effects. The physician will be replacing the device as it is nearing eri and will evaluate the lead at that time.